Event description:
It was reported that the bd unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: I wanted to pass along a complaint I received yesterday from (B)(6) regarding leaking bd connectors and their concern for chemo safety.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: the date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: I wanted to pass along a complaint I received yesterday from ike duran at seattle children¿s regarding leaking bd connectors and their concern for chemo safety.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.